Event description:
Terumo received the following information: healthcare professional reported bilateral sterile endophthalmitis and vasculitis after vabysmo, pfs 6mg, (lotb7005b09, exp date: 30apr2026) intravitreal injection on (B)(6) 2025. Patient had been receiving this drug without incident for about nine months. In the weeks following (B)(6) 2025, she reported decline in vision ou with floaters. When she presented on (B)(6) 2025, she had bilateral dense endophthalmitis. Vitrectomy with vitreous biopsy was performed on one eye with injection of broad-spectrum antibiotics. Intraoperative view showed vasculitis. Decline in vision in both eyes (ou) with floaters, bilateral dense endophthalmitis. Vitrectomy with vitreous biopsy was performed on one eye with injection of broad-spectrum antibiotics. Intraoperative view showed vasculitis.